Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device upgrade, the right ventricular lead was attempted to be repositioned. The stylet would not track to the tip of the lead. The helix was retracted and the lead was dislodged. When the lead was re-attempted for reposition, the lead fractured and unraveled the inner coil. The lead was capped and replaced on (B)(6) 2018. The patient was stable after the procedure.

Manufacturer narrative:
A partial lead was returned in one piece measuring 48.0 cm. The helix extension length test was not performed as distal portion was not returned. Visual and x-ray examinations did not find fractured conductor paths. The lead was found clogged with blood at the middle region which caused stylet issue. No other anomalies were found.